Event description:
As reported by the (B)(6) study, approximately sixteen months after the index procedure, the patient experienced a non st elevated myocardial infarct. The indication for the index procedure was positive functional test for ischemia. The targeted vessel had been previously revascularized in 2007 with a non-cordis des. The angiography performed at that time revealed 100% stenosis. The distal circumflex was described as 16mm in length, b2, and having in-stent restenosis. The lesion included side-branch less than or equal to 2.5mm. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated as planned with a 1.5 x 15mm balloon at 16atm and a 2.5 x 28mm cypher rx was implanted at 7atm. The stent was post dilated as standard procedure with a 1.5 x 15mm balloon at 16atm. There was 0% post procedure stenosis with a timi flow of 3. The 2nd diagonal was described as having 70% stenosis, de novo, b2, ostial and extreme tortuosity. The reference vessel was 3.5 in diameter. The lesion was pre-dilated as planned with a 2.5 x 15mm balloon at 12atm and a 2.5 x 28mm cypher rx was implanted at 20atm. The stent was post dilated as standard procedure with a 2.5 x 20mm balloon at 20atm. There was 10% post residual stenosis with a timi flow of 3. There were no procedure complications reported and the patient was discharged the next day. Then, on (B)(6) 2012 the patient experienced a non st elevated mi. The event was medially treated and reported as resolved two days later. Per the investigator, the event was not related to the study procedure, study stent or study drug. The investigator noted that the cause of the non-stemi was due to patient's coronary artery disease, hyperlipidemia and tobacco use. It was also reported that the cardiac angiography performed on (B)(6) 2012 showed in-stent restenosis and stent thrombosis of the distal cirmcumflex and was medically treated.

Manufacturer narrative:
The alert date, on the 3500a supplemental medwatch was noted as (B)(4) 2012. However, this date was inadvertently provided incorrectly and should have been noted as (B)(4) 2012. Please note that although this is a correction to the alert date, even with the correction, the prior 3500a supplemental medwatch report was submitted on time.

Manufacturer narrative:
Addendum ((B)(4) 2013): additional information received through cec adjudication minutes indicated that on (B)(6) 2012 the patient developed an episode of retrosternal chest pain associated with mild shortness of breath and sweating. On (B)(6) 2012 at 07:59 the ck was 185 (nl 200, ratio <1) with ckmb of 3.2 (nl 5, ratio <1) and the troponin of 0.0 (nl 0.04, ratio <1). On (B)(6) 2012 at 11:29 the ck was 159 (ratio <1) with ckmb of 3.1 (ratio <1) and the troponin of 0.16 (ratio 4). On (B)(6) 2012 at 22:15 the ck was 109 (ratio <1) with ckmb of 2.8 (ratio <1) and the troponin of 0.0 (ratio <1). On (B)(6) 2012 at 04:46 the ck was 100 (ratio <1) with ckmb of 2.4 (ratio <1) and the troponin of 0.0 (ratio <1). The ECG core lab reported no new st-t abnormalities and no new q waves. Repeat angiography on (B)(6) 2012 revealed a total in-stent occlusion (a 100% in-stent restenosis, isr pattern IV) with no thrombus and timi 0 flow in the distal cx reported by the angiographic core lab. The catheterization summary reported a 100% occlusion of the previously placed stents in the cx with a distal vessel segment filled via left-to-left collaterals. The catheterization report impression was as follows: occluded cx stents; because of recurrent occlusion of the same cx segment with prior overlapping two layers of drug-eluting stents, this segment was seen as "unlikely to remain patent after a fourth intervention." It was further noted that given the absence of elevated cardiac enzymes and normal lv systolic function, medical management with optimization of anti-anginal therapy was recommended. The site reported a non-q wave mi on (B)(6) 2012 with evidence for stent thrombosis. The patient was discharged on (B)(6) 2012 on dual antiplatelet therapy. This new information does not change any reportability/determination of this file as the codes for reocclusion, thrombosis, and mi had previously been reported at the time of initial report. This is just to update the new info as received through minutes. Cc updated: as reported by the (B)(4) study, a patient experienced stable angina at the twelve month post follow up visit. Then, approximately four months later the patient experienced a non st elevated myocardial infarct and instent restenosis and thrombosis. This is a (B)(6) male with medical history including hyperlipidemia, history of peripheral artery disease, history of myocardial infarction ((B)(6) 2007), history of previous pci ((B)(6) 2007), history of pvd/claudication, history of allergy (morphine) and smoker. Additional info received on (B)(6) 2012. The des implanted to the distal circumflex in 2007 was non-cordis product. The indication for the index procedure was positive functional test for ischemia. The targeted vessel had been previously revascularized with an unknown des. The angiography performed at that time revealed 100% stenosis. The distal circumflex was described as 16mm in length, b2, and having in-stent restenosis. The lesion included side-branch less than or equal to 2.5mm. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated as planned with a 1.5 x 15mm balloon at 16atm and a 2.5 x 28mm cypher rx was implanted at 7atm. The stent was post dilated as standard procedure with a 1.5 x 15mm balloon at 16atm. There was 0% post procedure stenosis with a timi flow of 3. The 2nd diagonal was described as having 70% stenosis, de novo, b2, ostial and extreme tortuosity. The reference vessel was 3.5 in diameter. The lesion was pre-dilated as planned with a 2.5 x 15mm balloon at 12atm and a 2.5 x 28mm cypher rx was implanted at 20atm. The stent was post dilated as standard procedure with a 2.5 x 20mm balloon at 20atm. There was 10% post residual stenosis with a timi flow of 3. There were no procedure complications reported and the patient was discharged the next day. At the twelve month post follow up visit, the patient experienced stable angina. An ECG was performed on (B)(6) 2012 which showed mild ischemia. The patient was not medically managed for this event. Then, four months later ((B)(6) 2012) the patient experienced a non st elevated mi. The event was medially treated and reported as resolved two days later. Per the investigator, the event was not related to the study procedure, study stent or study drug. The investigator noted that the cause of the non-stemi was due to patient's coronary artery disease, hyperlipidemia and tobacco use. It was also reported that the cardiac angiography performed on (B)(6) 2012 showed in-stent restenosis and stent thrombosis of the distal circumflex and was medically treated. Additional information received through cec adjudication minutes indicated that on (B)(6) 2012 the patient developed an episode of retrosternal chest pain associated with mild shortness of breath and sweating. On (B)(6) 2012 at 07:59 the ck was 185 (nl 200, ratio <1) with ckmb of 3.2 (nl 5, ratio <1) and the troponin of 0.0 (nl 0.04, ratio <1). On (B)(6) 2012 at 11:29 the ck was 159 (ratio <1) with ckmb of 3.1 (ratio <1) and the troponin of 0.16 (ratio 4). On (B)(6) 2012 at 22:15 the ck was 109 (ratio <1) with ckmb of 2.8 (ratio <1) and the troponin of 0.0 (ratio <1). On (B)(6) 2012 at 04:46 the ck was 100 (ratio <1) with ckmb of 2.4 (ratio <1) and the troponin of 0.0 (ratio <1). The ECG core lab reported no new st-t abnormalities and no new q waves. Repeat angiography on (B)(6) 2012 revealed a total in-stent occlusion (a 100% in-stent restenosis, isr pattern IV) with no thrombus and timi 0 flow in the distal cx reported by the angiographic core lab. The catheterization summary reported a 100% occlusion of the previously placed stents in the cx with a distal vessel segment filled via left-to-left collaterals. The catheterization report impression was as follows: occluded cx stents; because of recurrent occlusion of the same cx segment with prior overlapping two layers of drug-eluting stents, this segment was seen as "unlikely to remain patent after a fourth intervention." It was further noted that given the absence of elevated cardiac enzymes and normal lv systolic function, medical management with optimization of anti-anginal therapy was recommended. The site reported a non-q wave mi on (B)(6) 2012 with evidence for stent thrombosis. The patient was discharged on (B)(6) 2012 on dual antiplatelet therapy. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaints. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and vascular disease.

Manufacturer narrative:
Concomitant medications: aspirin 325mg qd, plavix 75mg qd, metropolol 50mg qd, lisinopril 20mg qd, zocor 40mg qd and multivitamin 1tab qd. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00515 and 003742446-2012-00516. Complaint conclusion: as reported by the (B)(6) study, approximately sixteen months after the index procedure, the patient experienced a non st elevated myocardial infarct and instent restenosis and thrombosis. This is a (B)(6) male with medical history including hyperlipidemia, history of peripheral artery disease, history of myocardial infarction ((B)(6) 2007), history of previous pci ((B)(6) 2007), history of pvd/claudication, history of allergy (morphine) and smoker. Additional info received on (B)(6) 2012. The des implanted to the distal circumflex in 2007 was non-cordis product. The indication for the index procedure was positive functional test for ischemia. The targeted vessel had been previously revascularized with an unknown des. The angiography performed at that time revealed 100% stenosis. The distal circumflex was described as 16mm in length, b2, and having in-stent restenosis. The lesion included side-branch less than or equal to 2.5mm. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated as planned with a 1.5 x 15mm balloon at 16atm and a 2.5 x 28mm cypher rx was implanted at 7atm. The stent was post dilated as standard procedure with a 1.5 x 15mm balloon at 16atm. There was 0% post procedure stenosis with a timi flow of 3. The 2nd diagonal was described as having 70% stenosis, de novo, b2, ostial and extreme tortuosity. The reference vessel was 3.5 in diameter. The lesion was pre-dilated as planned with a 2.5 x 15mm balloon at 12atm and a 2.5 x 28mm cypher rx was implanted at 20atm. The stent was post dilated as standard procedure with a 2.5 x 20mm balloon at 20atm. There was 10% post residual stenosis with a timi flow of 3. There were no procedure complications reported and the patient was discharged the next day. Then, on (B)(6) 2012 the patient experienced a non st elevated mi. The event was medially treated and reported as resolved two days later. Per the investigator, the event was not related to the study procedure, study stent or study drug. The investigator noted that the cause of the non-stemi was due to patient's coronary artery disease, hyperlipidemia and tobacco use. It was also reported that the cardiac angiography performed on (B)(6) 2012 showed in-stent restenosis and stent thrombosis of the distal circumflex and was medically treated. The cypher stents remain implanted thus unavailable for analysis. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15266992 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and vascular disease.